Manufacturer narrative:
(B)(4). Device labeling addresses: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl.

Event description:
Healthcare professional reported a left side deflation of a silicone device, in addition to "abscess,and a pathological test result of lymphoma-alcl." Patient initially presented with swelling," later diagnosed as a seroma. Preoperative diagnoses noted as, "left breast abscess, left breast cancer, left breast ruptured implant." Device was removed and partial capsulectomy was performed. Operative note reports, "seroma, abscess and friable bleeding tissue...it was noted that the posterior capsule was very adherent.¿ additional surgery was scheduled to remove the remainder of the capsule. Final pathologic diagnosis as ¿alk negative¿ followed by ¿cd30: 4+.¿ additional cytology report notes, ¿partially degenerated inflammatory cells.¿

Event description:
Healthcare professional reported a left side deflation of a silicone device, in addition to "abscess,and a pathological test result of lymphoma-alcl." Patient initially presented with swelling," later diagnosed as a seroma. Preoperative diagnoses noted as, "left breast abscess, left breast cancer, left breast ruptured implant." Device was removed and partial capsulectomy was performed. Operative note reports, "seroma, abscess and friable bleeding tissue...it was noted that the posterior capsule was very adherent." Additional surgery was scheduled to remove the remainder of the capsule. Final pathologic diagnosis as "alk negative" followed by "cd30: 4+." Additional cytology report notes, "partially degenerated inflammatory cells." Additionally, a surgical pathology report provided the gross description of the "left breast posterior capsule lymphoma" as "the cut surfaces are yellow-tan with focal bright yellow areas consistent with probable fat necrosis."

Manufacturer narrative:
.

Event description:
Healthcare professional reported a left side deflation of a silicone device, in addition to "abscess,and a pathological test result of lymphoma-alcl." Patient initially presented with swelling," later diagnosed as a seroma. Preoperative diagnoses noted as, "left breast abscess, left breast cancer, left breast ruptured implant." Device was removed and partial capsulectomy was performed. Operative note reports, "seroma, abscess and friable bleeding tissue...it was noted that the posterior capsule was very adherent." Additional surgery was scheduled to remove the remainder of the capsule. Final pathologic diagnosis as "alk negative" followed by "cd30: 4+." Additional cytology report notes, "partially degenerated inflammatory cells." Additionally, a surgical pathology report provided the gross description of the "left breast posterior capsule lymphoma" as "the cut surfaces are yellow-tan with focal bright yellow areas consistent with probable fat necrosis."

Event description:
Healthcare professional reported a left side deflation of a silicone device, in addition to "abscess ,and a pathological test result of lymphoma-alcl." Patient initially presented with swelling," later diagnosed as a seroma. Preoperative diagnoses noted as, "left breast abscess, left breast cancer, left breast ruptured implant." Device was removed and partial capsulectomy was performed. Operative note reports, "seroma, abscess and friable bleeding tissue...it was noted that the posterior capsule was very adherent." Additional surgery was scheduled to remove the remainder of the capsule. Final pathologic diagnosis as "alk negative" followed by :cd30: 4+." Additional cytology report notes, "partially degenerated inflammatory cells." Left side device was removed and capsulectomy was performed. Lymphoma-alcl has been confirmed via pathological markers. Additional voluntary medwatch 5058522 reports, "the left breast swelling became infected" and "pt presented to me with purulent, cheese curled fluid mixed with silicone coming from an open area of [the] breast."

Event description:
Healthcare professional reported a left side deflation of a silicone device, in addition to "abscess, and a pathological test result of lymphoma-alcl." Patient initially presented with swelling," later diagnosed as a seroma. Preoperative diagnoses noted as, "left breast abscess, left breast cancer, left breast ruptured implant." Device was removed and partial capsulectomy was performed. Operative note reports, "seroma, abscess and friable bleeding tissue...it was noted that the posterior capsule was very adherent." Additional surgery was scheduled to remove the remainder of the capsule. Final pathologic diagnosis as "alk negative" followed by "cd30: 4+." Additional cytology report notes, "partially degenerated inflammatory cells."

Manufacturer narrative:
Medwatch sent to FDA on 06/01/2016. Device history record reviewed: review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. In addition, DHR for shell runs number (B)(4) did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. The pre processing test (B)(4) mentions in the conclusion item: this report showed that all shell break, shell ultimate elongation and tensile set results met the acceptance requirements for finish specified in qa187 for smooth and biocell products. According to the information gathered during the DHR review, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications.

Event description:
Healthcare professional reported a left side deflation of a silicone device, in addition to "abscess,and a pathological test result of lymphoma-alcl." Patient initially presented with swelling," later diagnosed as a seroma. Preoperative diagnoses noted as, "left breast abscess, left breast cancer, left breast ruptured implant." Device was removed and partial capsulectomy was performed. Operative note reports, "seroma, abscess and friable bleeding tissue. It was noted that the posterior capsule was very adherent." Additional surgery was scheduled to remove the remainder of the capsule. Final pathologic diagnosis as "alk negative" followed by "cd30: 4+." Additional cytology report notes, "partially degenerated inflammatory cells."

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl)